Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(4) 2016. The resonator s/n (B)(4) was received at the manufacturer on (B)(4) 2016. Product evaluation: the resonator evaluation was completed on march 15, 2016 and noted no packaging damage on the crate and no external damage on the resonator. The 4th bar on the diode was noted burnt and all other optics were noted to be fine. The diode and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be diode in the resonator.

Manufacturer narrative:
System analysis/service repair in the field was performed on february 13, 2016. The resonator s/n (B)(4) was received at the manufacturer on february 29, 2016.

Manufacturer narrative:
System analysis/service repair by the distributor on february 13, 2016: the reported error codes 211 & 235 were confirmed and determined to be the result of a defective resonator. The resonator was replaced and calibration was performed. The system was tested and verified to meet specification.

Event description:
It was reported that, while in preparation of the surgery, the device had powered on. After powering on error 211, 235 was observed and then the laser would not power on any longer. The surgery was completed by another method. Patient outcome: there was no report of a patient or user injury.